Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during the surgery, the equipment displayed a fault and indicated that the fluidics were unavailable. On the second day after surgery, the patient had conjunctiva congestion and provided the interventions included lubrication and rust removal treatment; the bearing can continue to be used. The current condition of the patient was continuing with the reported symptoms. Update the medical intervention required to yes and patient information details.

Event description:
A government agency reported that during the surgery, the equipment displayed a fault and indicated that the fluidics were unavailable. On the second day after surgery, the patient had conjunctiva congestion and provided the interventions included lubrication and rust removal treatment; the bearing can continue to be used. The current condition of the patient was continuing with the reported symptoms.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal a contributing factor. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.